Manufacturer narrative:
Additional information indicated the balloon fragment remained in the patient and covered with a wall stent was received on (B)(6) 2026.

Event description:
It was reported that a sapphire ii balloon came apart at distal area of balloon. First additional information was received on 03/04/2026: 1. Provide a detailed summary of event from beginning to end, including troubleshooting and resolution. - waiting on email from hospital. 2. Anatomical information? (Vessel / location / tortuosity / calcification / stenosis % / etc.) - unknown. 3. Please provide patient demographics (gender, age, weight, race, ethnicity) and comorbidities. If unavailable, please provide reason why (e.g. Hospital privacy policy) - I thought I chose the hospital private policy. 4. Did the balloon become fully detached or was it damaged intact? - it looks like it's detached. 5. How was the balloon fragment(s) removed from the patient? - he remains with a wall stent covering. 6. If fragment(s) remain in vivo - does the physician have any concerns about potential long-term risk outcomes? - the hospital should be sending information. 7. What is the status of the patient? - unknown. Second additional information was received on 3/13/2026: 1. Provide a detailed summary of event from beginning to end, including troubleshooting and resolution. - it seems they were using this in a mine coronary case and will not answer any other information. 2. At which stage of the procedure did the product separate? - unknown. 3. Anatomical information? (Vessel / location / tortuosity / calcification / stenosis % / etc.) - unknown, but not heart. 4. If fragment(s) remain in vivo - does the physician have any concerns about potential long-term risk outcomes? - unknown they covered with a (wall stent). 5. What is the status of the patient? - unknown. 6. Was any resistance or abnormality detected prior to the separation? - unknown. 7. Had the balloon been inflated prior to the separation, and if so, what was the inflation pressure? - unknown.